Event description:
During pt treatment with the model 3100a, the user reported they were unable to "stop" the oscillations. The 3100a was otherwise functioning correctly and was left on pt without any apparent pt compromise.